Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was repeatedly failing and had an issue with the latch. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager was failed. A field service engineer replaced the latch and inspected all cable connections. Verified drawer functionality. Customer completed inventory medication without any problems. The system functioned as intended after the field service engineer repaired the device.